Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a phacoemulsification handpiece(hp) was found to be broken and no ultrasounds. Additional information was received indicated that no ultrasound was found in both torsional and longitudinal.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Serial number (s/n) was not provided. And could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).